Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 36mg/dL. Low BG cause was not known. Customer¿ administered steroid shot and glucose injection and had assistance from nurse who provided glucagon¿to address BG.¿System check was performed by Tandem technical support and the pump is functioning as intended. No further assistance required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.